Manufacturer narrative:
A4): patient''s weight unk. A5a./5b.): patient''s ethnicity/race unk. B6): relevant tests/laboratory data unk. B7): other relevant history unk. H3): the glidelight was returned for evaluation, along with a portion of the glidelight outer sheath. Glidelight: visual inspection found a kink just distal to the bifurcate handle. A breach in the outer jacket, with exposed and broken fibers, were present in the area of the kink. No additional damage was observed. Outer sheath: the returned portion measured 30 cm in length. Visual inspection found deformation and wear at the blunt end, and device appears cut at the beveled end. H6): based on the device evaluation and investigation, this has been determined to be a use related failure. Historically, the device damage has been observed when excessive forces are applied to the side of the outer jacket. The device becomes kinked, and then broken fibers at the area of the kink produce heat, which creates a breach in the outer jacket. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra), a right ventricular (rv), and a left ventricular (lv) lead due to bacteremia. After the pocket was opened, it was noted the device had fallen toward the feet; therefore, the angle created for access was not ideal for a coaxial approach. Preparation was made to remove the rv lead only, determining if the angle was not ideal, another incision would be made superior to the first. A spectranetics lld ez lead locking device (lld ez) was inserted into the rv lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath, significant lead on lead binding was encountered. A high amount of push force was exerted on the handle of the glidelight while traction was being applied from the lld ez. Caution was communicated that the glidelight can separate at the handle; however, a high amount of push force continued. At that time, the glidelight was inspected and noted that the working length (black sheath) had kinked near the bifurcate handle, and red light emitted from the area. The glidelight was removed from the patient and no longer used. Then, to reduce the angle of access, another pocket was opened superior to the first. All leads were passed through to this new pocket, and spectranetics lead locking devices were inserted into the ra and lv leads to provide traction. A new 14f glidelight was opened, and all three leads were extracted successfully. The patient survived the procedure. This event is being reported for unintended radiation exposure, potential for harm.